Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 20-mar-2024, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 05-mar-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative (rep) that she was only getting about 10% relief with the device and she was feeling stimulation in her abdomen. There were no known external or patient factors that may have contributed to the issue. An x-ray was taken and the patient was reprogrammed and reeducated. The issue was not resolved at the time of the report. Additional information was received from the rep and it was reported that the cause of the event is unknown. The patient was reprogrammed. The patient was reporting 50% relief. Additional information was received. It was reported that lead revision was performed on 2020-10-5, as the patient consistently reported of abdominal stimulation after several reprograms. The leads were repositioned and programming was done post-operatively which seemed to target low back/painful areas.